Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No button error alarm or unexpected vibration noted during testing. All operating currents are within the specification, no unexpected low battery, off no power or battery out of limit alarm noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. No moisture damage inside insulin pump noted.

Event description:
It was reported that the customer's insulin pump got wet, the customer received a button error alarm, and the keypad on the insulin pump became unresponsive. The customer's blood glucose was 133 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.